Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to high pacing thresholds and complete loss of capture (loc). No additional adverse patient effects were reported.